Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that when replacing the pump the hcp noticed that the catheter was splintering in places. The hcp replaced a major section of the catheter. It was reported that the patient falls here and there which may have contributed to the issue. The issue was resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). Analysis of the catheter identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.